Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: a review of the pump history shows a temp basal program started on (B)(6) 2016 at 19:51 and completed at 23:48. The bb shows an eaw-170- exceeds 2hr limit warning on (B)(6) 2016 18:40; deliveries resumed at 18:45. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced blood glucose (bg) readings that ranged from 246 mg/dl to 309 mg/dl with a large amount of ketones, extreme thirst, abdominal pain, and irritability. The patient was reportedly treated with 1 unit of insulin via injection. The patient allegedly did not receive any treatment above and beyond the usual routine of diabetes care and management; however, the patient discontinued insulin pump therapy. It was also noted that the patient¿s health care provider had adjusted the basal rate. During troubleshooting with customer technical support, it was revealed that the pump basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the alleged inaccurate delivery issue.